Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following information was obtained: what is the product code for the linx device that was removed? Lxmc14. How severe was the reflux prior to intervention? Don¿t know. Was ph testing performed prior to explant to confirm recurrent reflux? Don¿t know. After implant, was the device initially effective in controlling reflux? Don¿t know. When did the recurrent reflux begin? Don¿t know. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported gerd? No. Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that the patient had an explant on (B)(6) 2019, as a result of continued gerd symptoms.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.